Manufacturer narrative:
The suspect device has not been returned for evaluation. However, the customer provided the log file as they tried to reproduce the unit issue. Vyaire medical was unable to determine the exact root cause but it is most likely that the epc (embedded power pc) is causing the issue. Initiated main board replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the screen of bellavista 1000 went black and the alarm sounds during ventilation on a patient. The customer confirmed that there was no patient harm associated with this event.